Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported patient outcome could not conclusively be established through this evaluation. The submitted log files captured the device operating as expected at the set speed prior to the complete loss of power and subsequent pump stop event. It was reported that no autopsy will be performed and that the device will not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted since patient was found unresponsive at home on (B)(6) 2023. Upon assessment, around 2pm on (B)(6) 2023, it was noted that their pump was off, 14v batteries were completely depleted, and the coroner felt that the patient had been deceased for 12-14 hours. Based on the event log, it appeared that the patient switched to a fresh set of batteries shortly after 6pm on (B)(6) 2023, and those batteries depleted by 10:36 am on (B)(6) 2023 at which point they had a no external power hazard. Ultimately, a pump off hazard occurred at 12:07 pm on (B)(6) 2023. The patient was believed to be home alone at the time of death. The family was not seeking an autopsy. The event log noted that the patient connected to fully charged batteries (B)(6) 2023 at 21:12 and received low voltage advisory events on (B)(6) 2023 at 08:45 followed by low voltage hazard events beginning (B)(6) 2023 at 10:26. These continued until around (B)(6) 2023 at 1036 when 14v battery power was depleted enabling the emergency backup battery (ebb) in the controller. The ebb powered the vad at the low limit of 5600 rpm until (B)(6) 2023 at 2:07 when the backup battery was totally depleted, and the pump turned off. Additional information stated that the cause of death was unknown. The death was not considered to be device related. The device operated as expected. Related controller is reported under MFR# 2916596-2023-04497.

Manufacturer narrative:
Related controller is reported under MFR# 2916596-2023-04497. A supplemental report will be submitted when the manufacturer¿s investigation is completed.